Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps pump never alarmed occlusion though sensitivity was on least sensitive mode. The report gave specifics on a nurse caring for an infant and giving critical care medication and titration of hydrocortisone was ordered for blood pressures mean on the night shift 28-29 as previously 33-50?s on the day shift. Due to the persistent low blood pressures, dr. (B)(6) ordered vasopressin. It was reported upon nurse preparing to add additional med line to the existing tubing of epinephrine gtt, med tubing was found clamped around 0300. Nurse unclamped the line, resulting in an inadvertent bolus of epinephrine, which in turn increased the mean rapidly to 60-70. The physician then held the vasopressin gtt. Concern of tubing clamped on epinephrine and not giving alarm. Additional information revealed there was no patient harm other then a rise quickly of blood pressure and bolus of medication not ordered.